Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter. Additionally, data was received and downloaded. A review of the downloaded data log found errors related to the customer complaint which also confirmed the reported event.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient reset the phone and disabled then re-enabled the bluetooth. The connection was not re-established. At the time of contact, no injury or medical intervention was reported.